Event description:
The pad device advised a shock during an event, but switched off before a shock could be delivered. The pt died.

Manufacturer narrative:
The reported event occurred on (B)(6) 2010. The download from the memory of the device indicated that the memory had become full on (B)(6) 2009, as a result of the device being manually switched on and off repeatedly by the user. The user would have been alerted to the memory being full on numerous occasions, but the memory was never cleared. Because of this, the details of the event on (B)(6) 2010, were not recorded and it not possible to verify the details of the actual complaint. The returned pad device and pad-pak were tested and the device successfully delivered a total of 10 shocks. During this testing a "low battery" warning was issued after the second and subsequent shocks, and again when the device was manually powered off after testing a "memory full" message was delivered. It is clear from the memory download that the user was aggressively depleting the pad-pak by repeatedly switching it on and off. The manual supplied with device clearly states that turning the device on manually is not recommended and that continued regular periodic activation of the device to check functionality may reduce the stand-by life of the pad-pak resulting in the need for premature replacement. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.